Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0115) was removed from service, because r-wave and impedance had showed changes since implant. Thought to be caused by either lead dislodgement or insulation breach. The patient's device was monitored monthly. During an invasive investigation of the lead system, the lead insulation was found to be split about 2-4cm proximal to the proximal coil. The conductors were exposed. Suspected to be due to calvicular interaction. The lead was extracted, and replaced with a (0125) lead.